Event description:
End user stated that her device was making loud popping noises out of the rear wheels. She said she had the wheels replaced once before. She also states that the joystick is sticking and the chair wants to run on its own.